Manufacturer narrative:
Device evaluation: lens was returned dry in lens case/vial with clear surgical residue/debris on the product. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in (B)(4) and not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -15.5/+3.0/92 diopter, into the patient's left eye (os) on (B)(6) 2013. The lens was then repositioned in (B)(6) 2013, (B)(6) 2014, and (B)(6) 2016 (exact dates not known). On (B)(6) 2016, was exchanged with another lens due to lens rotation (not associated to a low vault). The problem was resolved. The lens has been returned, however the evaluation is pending as of the date of this report.